Event description:
Independent repair center customer alleged unit will not start. The key failure is the compressor is noisy/ stuck.associated malfunctions for this device: power switch short circuited, manifold stuck, inlet filter dirty, zip ties and hose clamps leaking.